Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for eval. The investigation is currently underway.

Event description:
It was reported that deployment difficulties resulted in surgical intervention to remove a section of stent. Reportedly, resistance was encountered during advancement of the vascular stent delivery system. The system was removed and predilatations with a pta balloon catheter were performed. The system was then re-advanced to the treatment site. After approximately 20-30 mm of the stent was deployed, the deployment trigger no longer responded. The physician disassembled the handle, exposing deployment wire, which was then pulled in an attempt to deploy the stent. The wire broke. The physician then cut the catheter to access a distal wire; however, this wire also broke in the deployment attempt. The physician then advanced the introducer sheath down to the proximal sfa and attempted to withdraw the delivery system and partially deployed stent into the sheath. The physician was able to successfully retract the delivery system, with the exception of the deployed section of stent, into the introducer sheath. The introducer sheath and the delivery system were then withdrawn from over the iliac bifurcation. Another attempt was made to retract the partially deployed stent into the sheath; however, the stent broke off and remained in the common femoral artery. Surgical intervention was required to remove the detached section of the stent. Reportedly, prior to stent placement imaging demonstrated three vessel runoff. Post procedure, angiography demonstrated one vessel run off.